Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy in the internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, the physician advanced the ace68 through the neuron max into the distal ica and completed one pass. While attempting to remove the ace68, the physician experienced resistance and the ace68 fractured, leaving a fractured segment in the proximal ica. The physician then used a snare device to remove the fractured segment successfully. The procedure was completed using another aspiration catheter, the same neuron max, and a stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.